Manufacturer narrative:
Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information was requested, evaluation of returned device is on-going. Very dense bone was noticed.

Event description:
Roi-c : broken cage. The cage broke when inserting the first plate and the entire cage was removed and replaced without any issues. No injury reported to patient. New implant of the same size was inserted, very dense bone was noticed, and no delay in surgery.

Manufacturer narrative:
Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Starter awl was not used per information provided. Starter awl is provided to assist with insertion of the anchor plates in hard bone. Product was inspected. According to provided elements and investigation results, issue is not device related. Probable root cause of device breakage is related to patient hard bone.